Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was reading inaccurately high compared to his feelings and/or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on the evening of (B)(6) 2010, he obtained alleged high blood glucose readings of "371 and 210 mg/dl" with the subject meter. It is not known how much time elapsed between the two tests. The cca noted that the patient manages his diabetes with insulin (self adjuster). 10 minutes after obtaining an alleged high reading, the patient claimed he administered an unspecified amount of insulin. Approximately ½ hour after taking the insulin he reported feeling shaky and developing cold sweats. It is not known, what medical treatment, if any, the patient received in response to the symptoms. At the time of troubleshooting, the cca noted that the patient was using test strips that expired several years ago. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.